Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during servicing to upgrade software by the medtronic service personnel, this 980 ventilator did not pass the extended self test (est).  The device was available for evaluation. While the service personnel (sp) was performing servicing, the ventilator failed the extended self test (est). Sp checked and found unit failed the circuit pressure test generating an "inspiratory autozero out of range (oor)" message and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The device passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. The part was attached to the test ventilator and powered up but failed est (extended self-test) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty auto zero solenoid (s01) on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during servicing to upgrade software by the medtronic service personnel, this 980 ventilator did not pass the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.